Event description:
While inserting catheter in r antecubital space, felt resistance. Tried to reposition needle; continued resistance. Withdrew needle. Teflon, covering needle, was split. Approx 1/16 of inch of teflon was at right angle to steel needle. Expiration date 2/00.